Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user ran out of insulin, performed a full supply change with a 23 in, 6 mm infusion set and a prefilled fiasp cartridge, then experienced elevated glucose and later found the ilet indicating an empty cartridge; the user also reported that luer connectors would not attach to the ilet and that replacement connectors did not resolve the issue because the distributor had supplied autosoft infusion sets that were incompatible, after which correct insets were arranged for shipment. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included use of backup therapy and no medical intervention. Investigation included review of user-provided photos and product verification. Investigation of this case revealed an incompatibility between the supplied autosoft infusion sets and the ilet luer connectors, leading to inability to attach and use the infusion set, while the report of an unexpectedly empty cartridge had no evidence of leakage. It was concluded, based on previously established findings for similar reports, that the cause was use of incorrect or incompatible accessories.